Event description:
A nurse from (B)(6) reported to baxter that a transfer set was changed in the hospital and upon the patient returning home, the nurse of the patient observed a leak on the transfer set. The transfer set was changed immediatly. The patient was already under antiobiotherapy. There were no reports of patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for leak was confirmed, the results of a sample evaluation revealed a cut approximately 7/8 from sleeve in closed position. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was requested. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.